Manufacturer narrative:
Device evaluation summary: during visual evaluation, an anomalies were observed on the device consistent with a crease/fold in the anterior view. A tear was also observed within the crease/fold, measurement approximately 0.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 325cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the physician via MRI examination. As a result patient underwent bilateral capsulectomies with removal of bilateral ruptured silicone implants with replacement breast augmentation mammoplasty with mentor memorygel, 325cc on (B)(6) 2020. This report is for the right side.